Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) complained of inability to fully inflate the device. A surgical procedure was performed to remove and replace the aus. The original reservoir was retained, and a new one was implanted. No patient complications were reported.